Manufacturer narrative:
Other, other text: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. D3, g1, and g2 email is: regulatory.responses@icumed.com.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable under delivered. It was noticed not enough medication as delivered as it the bag was too full. The patient complained of severe pain that had not improved for days despite increased bolus administration.